Manufacturer narrative:
Other text: h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The bottom case tamper seal was missing. The plunger cases tamper seal was not missing. Visual inspection noted the plunger cases are not tight, top case is chipped in the right front corner, bottom case is cracked in the battery compartment. No alarms in history pertaining to customers reported problem were found in the event/error log. Functional testing confirmed the plunger cases are separated. Root cause was attributed to a broken screw standoff on the left plunger case. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced left and right plunger cases and all plastic parts. Replaced damaged top and bottom cases. Upgraded the motor mount. Cleaned, greased, calibrated, and performed all functional testing which passed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's syringe plunger driver comes apart when the syringe plunger release lever is squeezed. Patient involvement is unknown.